Event description:
A home pt's daughter contacted baxter technical services for assistance repriming. The home pt removed the cap on the pt line and saw the line was not filled with fluid. Baxter's technical services rep instructed the home pt's daughter to dispose of the setup and start over with new supplies. No pt injury or medical intervention was reported at the time of the incident.